Event description:
A customer contacted beckman coulter regarding erroneously low results generated by the access 2 instrument. The erroneously low results were observed during the first sample run using a new reagent pack. Affected patient sample results recovered at 50% lower than the true (expected) test results [see be]. The customer indicated the affected assays included accu tnl, psa and free-psa. No examples of accu tnl or free-psa results were provided by the customer.